Event description:
It was reported that the 15 day report of the left ventricular capture management (lvcm) was not provided on the remote followup download. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.